Manufacturer narrative:
In the initial the report the patient stated that he injected "40 units of regular insulin" as treatment.after mss carried out a follow up call. The patient confirmed the "40 units of regular insulin" mentioned was indeed his usual insulin dose and not treatment.

Manufacturer narrative:
Follow-up # 2 ¿ (03/27/2015). The patient¿s meter has been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/16/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his one touch verio sync meter had a power issue ¿ does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred ¿sometime after christmas¿. The patient currently takes insulin (no adjustments) to manage his diabetes and denied taking any action as part of his regular diabetes management routine due to the alleged power issue. ¿4 hours¿ after the product issue, the patient claimed to develop symptoms of ¿nausea, confusion¿. The patient reported he self-treated with ¿40 units of regular¿ insulin. At the time of troubleshooting the cca noted that there was no misuse of the product, that the correct strips were being used and it was not the first time the product was being used. Cca also noted when pressing the power button the meter did turn on and when inserting a new strip the meter turned on. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting as the patient did not have the subject test strip.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.